Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh and pelvicol were implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat bladder incontinence and mesh was implanted along with concurrent procedures of hysterectomy and acell-matrix collagen. It was reported that following insertion of the mesh the patient experienced pain, erosion, bleeding, infection, urinary and bowel problems, recurrence, neuromuscular problems and vaginal scarring. It was reported that on (B)(6) 2012 the patient underwent examination under anesthesia and removal of foreign body due to persistent vaginal infections, odor and discharge. (B)(4).